Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperatively, the unit did not alarm. This was used on a patient paralyzed from neck down, who was on a 24/7 ventilator with fitted pacemaker and was fed using a peg tube. The patient died because of pneumonia, which was not attributed to the device used.